Event description:
It was reported that during a percutaneous coronary intervention procedure a shaft break occurred.the 8mm x 1.50mm apex mr balloon catheter was being used to treat a perforation located at the bifurcation of the circumflex and atrioventricular groove. During withdrawal of the apex balloon catheter it was confirmed under fluoroscopy that the shaft of the catheter broke at the wire exit port and a portion of the balloon shaft remained in the circumflex artery. The detached balloon portion was successfully removed by unknown means. The procedure was considered completed with this device. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:examination of the returned device revealed there was a complete separation of the midshaft. The midshaft was separated 118 cm from the strain relief and 23 cm from the distal tip. There is no evidence that the damage was attributable to any product quality deficiencies. The midshaft sections at the separation locations appeared stretched and necked down indicating tensile overload. There was no other damage or irregularities.the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)